Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the implantable pulse generator (ipg), the atrial lead was tightened using the supplied wrench, but no ratcheting noise was heard after multiple turns of the wrench. A tug test of the lead showed the lead to be secured in the port, but the physician was not confident that adequate torque had been applied to the set screw due to not hearing the ratcheting noise. The physician asked for another wrench and the same phenomenon was observed. The ventricular set screw tightened and gave the ratcheting noise just fine. The physician ultimately requested a new device and the atrial lead was tightened ¿with force and the typical ratcheting noise was heard. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.